Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include headache, vomiting and dehydration. The patient was treated with IV fluids, insulin drip and zofran for nausea. The patient was released within 5-6 hours. The pod was removed prior to going to the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.